Manufacturer narrative:
(B)(4). Approximate age of device - 11 days. A correlation between the device and the reported stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient had an episode of slurred speech and facial drooping in the morning on (B)(6) 2016 and was transferred from acute rehabilitation. The episode lasted approximately 15 seconds and resolved without intervention. A second episode occurred later in the morning at approximately 10:30 am and again lasted approximately 15 seconds and resolved without specific intervention. The patient had no other focal neurological symptoms, did not lose consciousness, and was able to follow commands throughout the episodes. The patient was on aspirin and warfarin at the time of the event. A CT scan found mild age-related changes, but no evidence of acute bleed or infarct. The adverse event is reportedly resolved.